Event description:
It was reported that boston scientific technical services (ts) was contacted for subcutaneous implantable defibrillator (s-ICD) evaluation. There were two episodes of potentially inappropriate shock delivery due to supraventricular (svt) tachycardia and diminished amplitude measurements. It was recommended to perform in-clinic postural testing and diagnostic imaging to assess the device location. Additionally, an alert for a battery depletion error was received from this device. Ts reviewed the provided data and confirmed that the device was prematurely depleting. Replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.